Event description:
Boston scientific received information that this right ventricular (rv) lead had increased threshold measurements. The associated device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, a lead dislodgement was noted and this lead was explanted and replaced. No adverse patient effects were reported, and this lead will not be returned.